Event description:
The customer reported that control-iq was not adjusting insulin delivery as expected, with their blood glucose level displayed as "high". Specific blood glucose values were not provided. In response to the high level, the customer administered a correction bolus via the pump and replaced the infusion set. There was no need for external assistance. Control-iq remained operational, but the customer did not agree that it was functioning correctly, partly due to incorrect weight information. Technical support educated the customer about control-iq's predictive technology and its algorithm, which uses weight data to adjust insulin. The customer understood and acknowledged this information.